Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during a procedure. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-feb-2022 to 01- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was automatically rebooted due to power issues. The field service engineer confirmed that there was no issue with hardware or battery and found that the station was not plugged in with ground-fault circuit interrupter. The system functioned as intended after the product service engineer assessed the device.

Manufacturer narrative:
Section d4- corrected primary unique device identifier (UDI) upon investigation of the actual device used in the incident the device logs confirmed that the station had unexpectedly shutdown due to power related issue. A field service technician confirmed that there was no issue with hardware or battery and the station had not plugged in with ground-fault circuit interrupter. A product support engineer concluded that the reported issue was not related to device malfunction but could have been caused by facility's power issue.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: h1, g1.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during a procedure. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during a procedure. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.